Event description:
When ethicon securestrap device was open, there was noted to be a significant bend on the fixation device. It was not used on the patient because of the significant bend. Device was noticed to be bent after it was taken out of the package and therefore not used on the patient.